Event description:
It was reported that, during an ent procedure, the controller was displaying a red error indicator. No backup device was available. No delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection found no damages or manufacturing abnormalities on the controller. Visual inspection of the concomitant foot pedal and flow valve found no cosmetic damages. Power cord for the controller was not sent back. Functional evaluation revealed that the controller functioned as intended. All ablation and coagulation output voltages fell within the specified ranges. There were no output issues found with the concomitant foot pedal and flow valve. The complaint was not verified and the root cause could not be determined as the device performed as intended. Factors that can lead to a "constant alarm" issue include: 1. There may have been a loose cable connection between the returned controller and the device, which could cause the unit to malfunction. 2. The unit might have gave an alarm due to the wand tip may have excess use. There were no indications to suggest the device did not meet product specifications upon release into distribution.